Event description:
The trilogy 100 ventilator was returned to the manufacturer's service center for evaluation of low flow oxygen (o2) test failure. Evaluation of the device was completed on 28 august 2025 with the following findings: on device evaluation, removal and replacement of the inlet air path, air path foam, and flow path was completed to address the reported low flow o2 test failure. After replacement of these components, the device was retested and the device passed all testing. Additional findings not related to the malfunction/issue: the cord retainer was missing/broken and was replaced; the front and rear enclosures were damaged and were replaced.